Event description:
The customer contacted stryker to report that their device abruptly stopped providing voice prompts when the lid opened. Without voice prompts, a lay user would not receive audible instructions on properly using the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The root cause was linked to the depleted battery and the electrodes being expired. Stryker replaced the battery and informed the customer to replace the expired electrodes. The device passed functional and performance testing and was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device abruptly stopped providing voice prompts when the lid opened. Without voice prompts, a lay user would not receive audible instructions on properly using the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.